Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary angiogram diagnostic procedure. Reportedly, after successfully deploying the suture, hemostasis was not achieved with the proglide device. A second perclose proglide device was used to achieve hemostasis. As the physician advanced the suture trimmer to cut the suture of the first proglide device deployed, the arteriotomy started to bleed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The patient's vessel size was reported as 6-7 mm. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device that was filed under a separate medwatch MFR number (2024168-2012-05184).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incident in complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.